Event description:
It was reported that 2 unspecified bd¿ infusion sets' tubing had holes in them. The following information was provided by the initial reporter: "just to update, we have had two sets of tubing today with holes in the tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: a complaint of two sets with holes in tubing was received for investigation. Eight samples were received for investigation. Through visual inspection, no defects or damages were observed. The sets were primed with water, and leakage was observed at the female luer. The leakage was coming from the connection of the female luer and the tubing. The defect was confirmed on 6 samples. A device history record review for model 42502e lot number 22069211was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant of this set was notified of the defect, and an investigation was performed. The root cause for the defect seen was determined to be an excessive amount of solvent being applied to the tubing during assembly, creating the bends seen in the tubing, causing degradation and damage. The degradation of the tubing was replicated at the plant by using excessive solvent and simulating the wrong packaging method. As containment action, a quality alert was created and communicated to production personnel to inform of this failure mode and reinforce the operation to avoid tubing damage and leakage in a set. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd¿ infusion sets' tubing had holes in them. The following information was provided by the initial reporter: "just to update, we have had two sets of tubing today with holes in the tubing."